Event description:
It was reported by repair work order that the brakes could not hold due to the brake cam being worn and the brake adjuster was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.